Event description:
The user facility reported that a 46-year-old male patient implanted with the impella 5.5 for mechanical circulatory support displayed facial paralysis. The physician had previously performed an echocardiogram and suspected bubbles in the ascending aorta. A transient ischemic attack (tia) was diagnosed, which resolved two days later. The hospital staff reported that patient also had displayed diplopia on 1/24 but it had since resolved. The facial paralysis resolved as well. Computerized tomography (CT) imaging was performed twice along with a CT angiography (cta). All were negative.

Manufacturer narrative:
The investigation into the reported embolism was completed. The device was returned for evaluation. Analysis of the logs revealed there were no motor current spikes or air in purge alarms. There was no evidence to indicate the embolic stroke was related to the device. Sufficient product to perform an evaluation was not returned. The catheter was cut and only the pump cannula was returned. Based on the available information, the root cause of the issue was not determined since sufficient product was returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.